Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 12 mg/ml bupivacaine and 24 mg/ml morphine at doses of minimum rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was not heard and confirmed by telemetry. The patient did not hear an audible pump alarm, but was able to confirm there was a pump alarm because they could use the personal therapy manager (ptm). The ptm displayed two codes of 8478 and 8474. The alarms that occurred were due to low battery reset, reset, and safe state. The pump logs were checked, the pump was updated to minimum rate, and the alarms were silenced. The alarms/reset occurred on (B)(6) 2016 at 12:26 while the patient was at home. The patient had increased pain and was in the emergency room (ER). The symptoms were reported as a sudden change. On 2016-10-04, more information was received. The cause of the low battery reset was not determined. The representative was able to restart the pump according to the doctor¿s orders. The hcp replaced the pump on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.